Manufacturer narrative:
This complaint is being reported due to the following conclusion: during a da vinci-assisted myomectomy procedure; one of the tips from the fenestrated bipolar forceps instrument broke off and fell inside the patient. The broken fragment(s) were retrieved. Although, no patient harm was reported at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, one of the tips from the fenestrated bipolar forceps instrument ¿detached¿. The broken fragment fell inside the patient and was retrieved laparoscopically during the same procedure. There was no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the investigation. The instrument was found to have a broken grip at the grip base. A piece, approximately 0.195" x 0.559", was found to be broken off. The broken piece was returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument grips. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to be due to user misuse/mishandling and not due to a malfunction of the instrument.